Event description:
My eye sight is now ruined thanks to eye center. I have had multiple procedures on both eyes because my surgeon was careless during the initial lasik surgery. He performed too many surgeries on patients during too short of time that day - the nurse said it was the most they had ever scheduled, 21-, thus rushing and not cleaning up the epithelium under my lenses. As a result, the epithelium grew lifting the lenses and distorting the eye sight. They also contaminated the right eye with a foreign contaminate. I suspect the right eye sight was worse because the assistant failed to keep it adequately wet during the procedure. I could smell and hear the burning of the tissue and eventually the surgeon told him to apply more liquid during the initial surgery. I called them the next day and said that something was wrong because I couldn't see much out of my right eye, and my sight in the left eye which had been ideal had now become blurry. They tried to convince me that nothing was wrong and they attempted to make me feel as if I was being unreasonable. After arguing with the center's optometrist for one month, they finally agreed to re-do the right eye after 3 months from the original surgery. Unfortunately, when they performed the second surgery, they over-corrected the sight and now it is impossible for me to read with that eye, and is sometimes blurry at a distance. Although the left eye continues to be somewhat blurry, I am afraid to have them re-do it for fear they completely screw-up the sight in it as well. They also left a great deal of cells that float around in both eyes, the right having more than the left which is extremely irritating. Furthermore, I have severe halos in both eyes at night. Now I find it difficult to read - they said they would sell me reading glasses, one eye is blurry, the other eye was over-corrected. I can't drive at night without putting drops in my eyes, and suffer from eye strain -pain- and headaches. What can I do now that my eye sight is ruined? They never warned me about any of this! The FDA should have been proactive at the inception of the lasik surgical procedure rather than reactive, which is always the norm. Now that the damage has been done to thousands of people why is the FDA not allowing the victims to receive compensation from the doctors? An insurance fund should be set up. It is virtually impossible to sue the surgeons since no other surgeon will testify against their own, and patients are required to sign their life away to have the procedure performed without honestly knowing the risks. For the people who have already had the procedure, we need more help rather than just warnings! Help us!!!!!